Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock when the implantable cardioverter defibrillator (ICD) did not withhold therapy for sinus tachycardia due to poor match of the wavelet. The ICD was reprogrammed and remains in use. It was also reported there was low amplitude noise on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.